Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently hot in temperature while charging. The customer indicated that the blood glucose level was approximately 300 mg/dl at the time of the events. Reportedly, the customer continued to use the pump for insulin therapy.